Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy gave them a slight improvement after implant on april 30th but they lost it after a day or two because the leaking got worse. Patient said they were still having frequency and incontinence. Patient decided to increase the stimulation intensity from 0.8 to 1.7 but after two or three days, they started to feel pain and pressure in the pelvic floor area. Patient said the pressure felt like having a period cramp. Patient decided to decrease the stimulation sensation to 0.9 and that helped as the pain/pressure sensation subsided. Patient had the shocking sensation that started a few days after getting an MRI. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said they would see the physician assitant (pa) at their hcp's office on may 27th. Patient reported that they had been feeling zapping and shocking since two days ago. Patient said they went for an MRI last thursday and they turned the therapy off, and turned the therapy back on after it. Patient stated the shocking did not start immediately after the MRI mode so they didn't know what could be. The patient reported they started to feel pain and pressure in the pelvic floor area a couple of days after increasing the stimulation, so they decreased it but they mentioned the pain went away but not the shocking. The patient was redirected to their healthcare provider to further address the issue. Patient said they would see the physician assitant (pa) at their hcp's office on may 27th.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.